Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure with a 26mm sapien 3 valve, during balloon inflation more resistance than usual to inflate the balloon was required. The valve was successfully implanted and the patient is doing well.

Manufacturer narrative:
Awareness training was conducted with manufacturing operators to crimp balloon twisting at (B)(4) manufacturing sites. To date, there have not been reported or confirmed instances of crimp balloon twisting on devices manufactured after this training. CAPA investigation is currently evaluating multiple potential manufacturing related contributors to crimp balloon twisting. Due to the varying extent of crimp balloon twisting seen in returned complaint devices, further testing is under development to generate and assess the level of twisting in the crimp balloon component that results in impacted functional performance. This assessment will assist in confirming that a lesser degree of twisting is different from a degree of twisting that impacts functionality.

Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection, twisting of the crimp balloon was observed prior to functional testing. No other abnormalities observed. During initial testing, the device was able to successfully de-aired. The pressure required to inflate the balloon was measured and met specification. Inflation and deflation cycle times were tested and met specification. The delivery system balloon wall thickness was measured and met specification. Image review of the case did not observe any abnormalities during valve deployment. In addition, the cine images of the deployment of the valve were reviewed by the european clinical specialist who did not notice anything unusual. Based on the condition of the returned device, twisting of the crimp balloon material was confirmed; however, the degree of twisting observed in the returned device was not severe enough to impact device function during testing. However, a CAPA has been initiated to further investigate and implement any necessary corrective actions. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that this type of complaint did not exceed the (B)(6) 2016 control limits for this trend category.